Event description:
It was reported that the user changed supplies before work but did not remove the blue needle guard on a teflon infusion set and continued use, leading to an infusion set deployed incorrectly or a connector not attached correctly with a reported blood glucose of 401 mg/dl. The user disconnected from the pump at work and used subcutaneous insulin via pen as backup, with education provided to wait two hours after the last manual injection before reconnecting. Symptoms included hyperglycemia, malaise, and muscle weakness. Outcomes included a missed dose and a delay to therapy, with no lasting health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure or method involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.

Manufacturer narrative:
Initial.